Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 42500606202; femur cemented (ps) standard right size 7; lot#: 6369044063690440. Item#: 42521400712; articular surface fixed bearing (ps) rght 12mm; lot#: 63546001. Item#: 42540000035; all poly patella cemented 35mm diameter; lot#: 63773221. Item#: 42557000114; stem extension 14mm diameter +30mm length; lot#: 63786558. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00121, 3007963827 - 2021 - 00119 , 0002648920 - 2021 - 00139 , 0001822565 - 2021 - 01471.

Event description:
It was reported patient underwent a right knee procedure approximately 3.5 years ago. Subsequently, patient suffers from pain and possible allergic reaction. Patient reports he will be undergoing additional testing for cobalt poisoning. Additionally, patient has been to the hospital twice to remove 60cc of blood. Patient experiences increased pain when working out, and does not have full range of motion as he cannot kneel and has to use a cane or wheelchair often.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review identified no deviations or anomalies during manufacturing, related to the reported event. A definitive root cause cannot be determined. Per package insert, pain and poor range motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.